Event description:
At a transfemoral tavr procedure, after the bav was performed, the patient developed ventricular standstill but returned to normal sinus rhythm within one minute. The tavr procedure proceeded with good results (trace pvl); however, immediately following deployment of the 29 mm sapien xt valve, the patient went into ventricular standstill again and had to be paced. He was stable, but he remained 100% paced after the case. The site then called ep and a dual chamber permanent pacemaker was implanted. The patient was transferred to the ICU in stable condition. The event was attributed to ~10% oversizing and severe mitral annular calcification.

Manufacturer narrative:
(B)(4). Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in edwards clinical technical summary for conduction disturbances/heart block, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, it was reported that patient and procedural factors [severe annular calcification, ~10% oversizing and severe mitral annular calcification] contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.